Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were 3 days in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 783 mg/dl. The customer current blood glucose level was 206 mg/dl. The customer was treated with manual injection, intravenous insulin drip. Customer stated that they did alleging insulin pump for under delivery, insulin pump itself that was not working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump and reservoir will not be returned for analysis.